Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03321. This report is being submitted as additional information. The patient previously had a thrombus on (B)(6) 2017 and exchanged pump on (B)(6) 2017. Reference MFR #2916596-2017-02399. Approximate age of device - 33 days. A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists bleeding, stroke, infection, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also provides information regarding how to prevent infection.

Event description:
It was reported that the patient was admitted in to the hospital on (B)(6) 2017 for headaches and weakness. The patient experienced a mycotic aneurysm and septic emboli that led to a subarachnoid hemorrhage. An cerebral angiogram performed on (B)(6) 2017 revealed that no neurosurgical intervention was needed. The patient was doing well without any neurological deficits. The hospital was waiting to inr to become therapeutic with higher goal of 2.5 due to history of clotting and pump exchange. On (B)(6) 2017 inr was 2.78. On (B)(6) 2017, inr was 4.65. The coumadin was held to lower the supratherapeutic inr. No additional information was provided.